Event description:
The customer reports blood leak occurred immediately after initiating treatment on this dialyzer's second reuse. Blood was clearly visible in the dialysate compartment. The pt lost approx 315ml blood, as it was not returned to the pt, per clinic policy. The customer reported that the pt suffered no injury and left the clinic in stable and ambulatory condition.